Event description:
The recipient reportedly experienced itching, pain, and a rash at the implant site. The recipient received corticosteroid treatment. The recipient recovered.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.